Manufacturer narrative:
(B)(4). The results of the investigation are as follows: visual examination of the provided pictures identified signs of repeated use scratched / worn and fractured on the 2mm side. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tension gauge broke. There was no consequences or impact to the patient. It was reported that no further information is available.